Event description:
It was reported that patient underwent aortic valve replacement for a calcified prosthetic valve. The valve was removed and replaced with a 25 mm edwards bioprosthetic valve (subject device). The patient was weaned from cardiopulmonary bypass and experienced hypoxemia and hypotension more than an hour after being off bypass, requiring urgent recannulation and cardiopulmonary bypass. This was due to "unclear global lv dysfunction." The valve remained implanted and unaltered; however, coronary artery bypass grafting was performed to the left anterior descending artery for concern of coronary artery infringement of the left main coronary artery. It was noted patient factors may have been a factor as "there was minimal space between the valve, annulus and the left main coronary ostium." Patient was weaned off cpb a second time with improved lv function. Subsequently, the patient was admitted to the cardiothoracic intensive care unit in serious, but stable condition with an open chest after this quite lengthy operation. It was noted the patient returned to the or on post-op day #2 for closure of his chest and insertion of a permanent pacemaker (ppm). Records do not indicate the arrhythmia treated with the ppm.

Manufacturer narrative:
Hypoxemia; coronary artery occlusion. Additional manufacturer narrative: partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction and/or death. There have not been any allegations of a malfunction or deficiency related to the subject valve. In this case, there is insufficient information to conclusively determine the root cause of this event. No further actions are possible with the available information.